Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump at upper right hand corner where time was it looks like someone spilled oil and water on pump it looks like there was oil floating on water. Customer's blood glucose value was 265 mg/dl at the time of the incident. The customer had high blood glucose and can not come down. The customer was treated with insulin pump and insulin shots. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. No harm requiring medical intervention was reported. The device was not returned for analysis.